Manufacturer narrative:
The report refers to product code (B)(4) (linden luer) with lot number 143040173x; 5000 units were manufactured on 11/07/2014. An electronic device history record review of the reported lot number confirmed that the product was released according to our established procedures and passed qa filters with no ncr, this is an indication that all visual inspections required, dynamic and static tests were successful. No similar complaints have been reported for this condition. No corrective actions will be applied since the complaint could not be verified and no sample returned for evaluation.

Event description:
There was at least one incident where one of the cath lab nursing staff had a blood exposure after being sprayed by contrast remaining in the syringe. The syringe (which still contained contrast contaminated with blood) was being removed from the injector pump. After the plunger was retracted and then the syringe released, the vacuum that had formed when drawing back the syringe caused the plunger to rapidly move forward and spray the contaminated contrast, which hit one of the nursing staff in the eye. Infection control was contacted regarding this and appropriate first aid and testing completed. No additional details are known.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.